Event description:
It was reported that during use of the bd max¿ enteric bacterial panel, a false-positive result for campylobacter was obtained. Aliarcobacter butzleri was detected by culture. There was no report of patient impact.

Manufacturer narrative:
The complaint investigation for discrepant results when using the bd max enteric bacterial panel assay (ref. (B)(4)) from lot 4016974 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about a sample positive for campylobacter sp. When using the bd max enteric bacterial panel kit lot 4016974 that repeated as aliarcobacter butzleri in culture. Customer requested for the specificity of the primers to be evaluated. Review of the manufacturing records of bd max enteric bacterial panel assay indicated that lot 4016974 was manufactured according to specifications and met performance requirements. Customer provided database from instrument ct0558. Campylobacter positive results were found among multiple kit lots. Customer did not provide sample nor run identification. The analysis was thus limited. Bd performed in silico sequence alignment to see if the target gene for campylobacter (detected in the fam channel with the bd max ebp assay) was similar to aliarcobacter butzleri. Only 76% identities were obtained between the two sequences which is poor correlation. Moreover, primers and probe sequences for the fam target were aligned with both the campylobacter and the aliarcobacter sequences and many discrepancies were obtained for the later. With this poor pairing, it is unlikely that the primers and probe used to detect the campylobacter target in the bd max enteric bacterial panel assay would pair and amplify an aliarcobacter target. In a later communication, customer confirmed that the suspected false positive sample contained a coinfection with campylobacter sp. And aliarcobacter butzleri. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max enteric bacterial panel assay lot 4016974. The root cause was not identified. However, a coinfection with campylobacter sp. And aliarcobacter butzleri could explain the customer issue. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
D.2b. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric bacterial panel, a false-positive result for campylobacter was obtained. Aliarcobacter butzleri was detected by culture. There was no report of patient impact.